Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A surgeon reported following a glaucoma filtration device (gdf) implant procedure, a needling procedure was performed because the bleb had disappeared. The flap was opened and a needling procedure was performed on two occasions. The gdf was later removed because the aqueous humor did not come from the anterior, although the flap was opened. Additional information has been requested.